Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08300 and 2134265-2015-08326. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery extending to the left main (lm) artery and right coronary artery (rca) with complete total occlusion. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to view target lesion. The physician performed automatic pullback. However, the imaging core could not move. They found out that the motordrive unit was damaged. The physician then removed the imaging catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's condition is stable.